Event description:
Procedure type: lap colon. According to the reporter, while using the device, a white part from active blade disengaged. It did not however fall into the patient's cavity. No bleeding, or damage to the patient tissue. Used another device, and procedure was completed. No patient injury was reported.